Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac walked the customer through the process of testing the brightness control of the system in the manual mode and it works fine. The image was still bright in auto-brightness mode. Tac instructed the customer to reseat both ends of the maj-1941 cable and customer confirmed that it was connected securely now. The customer tested it again and it worked fine. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the image was very bright and washed out. It was not possible to distinguish tissue on the evis exera iii xenon light source. The lamp was replaced, but the issue persisted. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to the light source cable (maj-1941) being connected improperly. The event can be detected/prevented by following the instructions for use which state: use appropriate cables only. Otherwise, equipment damage or malfunction can result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The cables should not be sharply bent, pulled, twisted, or crushed. Cable damage can result. Olympus will continue to monitor field performance for this device.